Event description:
Healthcare professional reported through clinical study that approx 9 mos post implant was removed due to regurgitation. The valve was not returned for analysis however a pathology report was sent. This is the same pt as reported in 2025587-1997-00076 and 2025587-1997-00077.